Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the events, ¿residual liquid or foreign material came out of suction cylinder / air/water cylinder and air/water channel¿ were confirmed. It was determined that foreign material remained in suction cylinder, a/w-cylinder, and a/w-channel because the device was returned to olympus without reprocessing at the user facility. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of perforated operating channel was confirmed due to damage on the channel tube, and the customer¿s allegation of slow tie rods was not confirmed. Additional non-reportable findings from the evaluation were: water tightness was lost due to wear of scope cover packing, air/water cylinder had no color, suction-cylinder had no color, switch box had a scratch, water tightness was lost due to a scratch on the distal end, insulation resistance value at distal end does not meet the standard value due to burn on plastic distal end cover, bending angle in the up direction does not meet the standard value due to wear of angle wire, objective lens had a crack, adhesive on the bending section cover had a crack, connecting tube had buckling, and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a perforated operating channel and had slow tie rods. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: insufficient or incorrect processing of the scope, with foreign material found in the air/water cylinder, in the air/water tube, and inside the suction cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.